Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient (B)(6) experienced intermittent simulation due to the ipg sporadically powering on and off. The sjm representative confirmed the issue. Subsequently, surgical intervention was undertaken (date unknown) during which time the device was explanted and replaced with a new model. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.